Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower there was an issue where orders were not crossing over on all pyxis medstation devices, and all devices were placed on critical override. Once the issue was resolved, all devices were taken off critical override. Subsequently, device would not power on, and the fridge began emitting a small chirping sound. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.